Event description:
Subsequent to the previously filed medwatch, it was found that on (B)(6) 2012, treatment with medication was attempted for a couple of months with no significant improvement. The patient was admitted to the hospital on (B)(6) 2012. On (B)(6) 2012, the index stent was found to be patent and the patient underwent a percutaneous coronary intervention at the proximal end of the index stent in the proximal left anterior descending (lad) artery. The condition resolved and the patient was discharged on (B)(6) 2012. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting in the predilated mid left anterior descending artery with one xience v stent. On (B)(6) 2012, the patient experienced angina with a feeling of compression during exercise. The pain would resolve after resting for a few minutes. On (B)(6) 2012, the patient underwent a percutaneous coronary intervention in the target vessel. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.